Event description:
Blood glucose measured 277, 193, 102, and 94 mg/dl when all tests were performed back to back within one minute of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.